Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg. The customer reverted to an alternate method of insulin therapy.